Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an unexpected device status of end of life (eol). However, a month before there was no elective replacement indicator (eri) status. A request was made for device analysis. Technical services (ts) confirmed the device was taken out of storage mode and was at explant status is june and suspects the device has already been explanted. Ts reviewed capacitor reform data and confirmed charge times were greater than 15 seconds which can trigger explant status. Additional information suggests the device was explanted and ts was wanting to know if they had any data prior to explant for a battery analysis however, no data was available. Ts suggested to send in data from the programmer for battery analysis. No additional adverse patient effects were reported.